Event description:
It was reported that the external pulse generator did not power off properly, that it would continue to try to pace although the pace/sense light-emitting diodes did not appear to be indicating properly and that the liquid crystal display stayed on after the unit was powered down and the battery removed. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator did not power off properly and it was attributed to the printed circuit board being out of specification. Analysis also found the upper case broken, both bail covers broken and contaminated, the heart block and lead flex cover contaminated, one case screw as well as the battery drawer o-ring missing, the battery contacts were compressed and not heat-staked into place, the keyboard was scratched, the liquid crystal display was out of specification, it was missing pixels, the serial number was damaged and there was adhesive missing from the liquid crystal display connectors where the keyboard gets plugged in. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).